Event description:
Customer reported that the pump would not beep when programming. Also stated that the tones were not heard during the self-test. Stated that even though she feels there is not a delivery problem and the beeps were heard the previous night customer would be more comfortable if the device was checked.